Event description:
A report was received from an eyecare practitioner of "severe corneal ulcers in both eyes" associated with wear of air optix for astigmatism lens in one eye, bausch & lomb purevision toric lens in the other, and use of solocare aquify lens care solution. The pt recovered from the bilateral ulcers and resumed cl wear, only for the ulcer in the air optix eye to return. Request has been made for additional info, however, no further details have been provided at the time of this report. Refer to #8020392-2010-00004 for solocare aquify report.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. An evaluation of the returned product is underway by manufacturing. (B) (4).